Manufacturer narrative:
The electrode was returned severed approximately 330 mm from the terminal end. Only the proximal segment was returned. An x-ray showed fractured sense a and both high-voltage cables conductors located approximately 330 mm from the terminal end. The fracture characteristics are consistent with cyclic fatigue. Analysis has determined that in certain tight bend conditions of the s-ICD lead, highly localized stresses are created that, when exposed to repeated movement, may lead to a fatigue fracture.

Event description:
It was reported that the system is marking intrinsic complexes as noise. The patient is in the hospital lab during this time. Technical services reviewed and discussed some testing and programming options. It may be environment related. The device is going to be replaced for normal battery depletion. Later, the entire system was explanted due to a heart transplant. There were no additional adverse patient effects. This report has information regarding product analysis.